Event description:
I underwent a total hip replacement on (B)(6) 2002 and received a depuy acetabular cup, size 56-mm. I experience intermittent pain in my right hip area. To compensate, I limp and put more weight on my left hip which has caused problems in my left hip. The pain has made it very difficult to walk and do regular activities. I have been relegated to crutches. Reason for use: osteoarthritis.